Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber overheated, and the tip cracked detached after 143,677 joules. The fiber was replaced with a second fiber and the procedure was completed without patient complications. It was noted that the irrigation was connected and flowing and tip was cleaned during the procedure.

Manufacturer narrative:
B 5 describe event or problem: correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber found the fiber metal and glass cap present and attached to the fiber; therefore, the reported fiber tip detachment was not confirmed. Since the alleged tip detachment was not confirmed the reported event does not longer meet reporting criteria based on this finding. Analysis did identify that the fiber glass cap was protruding from the metal cap, indicative of glue failure. The metal cap exhibited moderate debris adhesion, indicative of tissue contact. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, it is probable that the tissue adhesion found on the metal cap contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber overheated, and the tip cracked detached after 143,677 joules. The fiber was replaced with a second fiber and the procedure was completed without patient complications. It was noted that the irrigation was connected and flowing.